Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "morphological and immunohistochemical aspects related to associated large cell anaplastic lymphoma to breast implants in its seroma-like form." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported via regulatory agency, unknown side "morphological and immunohistochemical aspects related to associated large cell anaplastic lymphoma to breast implants in its seroma-like form." Pathological markers have not been received. The device was explanted.